Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report.